Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode reaching a peak of 400 mg/dl blood glucose. After a supply change, glucose levels were down trending. There was no further medical intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.